Event description:
Consumer called to report injecting herself with insulin and the area became swelled and red in color. Consumer went to the ER where the wound was lanced. Believes her syringes were not sterile.

Manufacturer narrative:
Sterilization was performed in 2005. All product was run to specification, inspected and released. All syringes are considered sterile and not a risk to the end user. Infections may be caused from natural or transient microorganisms on the skin surface. Use of alcohol swabs is recommended prior to injection.